Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 47mg/dl. The customer stated that his doctor believes the insulin pump was not functioning properly. The customer stated that he delivered a bolus and the insulin pump gave him more than what it was programmed. Troubleshooting was performed. Ran a displacement test and passed. The customer stated that he believes the bolus wizard is giving him too much insulin. Reviewed the time and date on the insulin pump and found that the device was 12 hours off. Assisted the customer changing the time and date. No further information was provided.